Event description:
The reporter stated that the surgeon was attempting to insert a visian icl (implantable collamer lens) model micl 12.6mm and noticed that the lens was tearing as it was exiting the injector. There was pt contact but no pt injury. The lens did not go completely into the pt's eye.

Manufacturer narrative:
Eval results - a visual inspection of the returned product shows a portion of a plate haptic is torn off and is missing. There is clear surgical residue on the lens. The injector, foam tip plunger and cartridge were not returned for eval. A lens work order search was performed for similar complaints within the search and no similar complaints were found.